Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all users were unable to authenticate, displayed error and failed to log in. A technical support specialist (tss) provided an update and stated that the team continued to work through the domain-related issues affecting active directory (ad) synchronization and server connectivity. The root cause originated from the domain migration on (B)(6), during which the previous managed service provider modified the permissions on the ad service account used for synchronization. The new information technology (it) team created a new ad sync account and assigned the appropriate permissions, allowing synchronization to resume with the domain 01 controller. During troubleshooting, a connection to a trusted domain was tested; although the connection succeeded, the pyxis user group was not present there, which temporarily removed domain users from es. Once connectivity to domain 01 was restored, all user accounts repopulated and login functionality was restored. The system engineer reported that the facility copies were successfully completed, the server is now able to see the entire domain, a domain rejoin was not required, and based on successful validation and restored visibility, the pam-related issue appears to be resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users unable to authenticate error. User was not able to authenticate. There were no adverse events or injuries reported based on this event.